Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The device was reprogrammed to minimize rv pacing. Additional information received indicates that the lead exhibited pacing inhibition and no capture on electrogram monitor. The patient was admitted to the intensive care unit (ICU). This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.